Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: ni. Event description: distal end of the sleeve balloon breaks during operation, search for 30 minutes, found. Intervention: used another trocar. Patient status: no patient injury nor illness was reported.